Manufacturer narrative:
Reported event was confirmed by review of medical records. A review of the provided op notes identified that the patient had been revised approximately 1 year post implantation, with findings of an inflamed synovium, and no signs of wear on the removed bearing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Dob: (B)(6). Event occurred in (B)(6).

Event description:
It was reported that approximately 11 months post implantation, the patient was revised of the right knee due to instability. Only the articular surface was exchanged. Attempts have been made and no further information has been provided.